Event description:
It was reported that a patient was seen with high impedance. X-rays were taken for the patient and reviewed. The lead pin can be visualized past the second connector block indicating the lead pin is fully inserted. No gross fractures or discontinuities were observed in the visible lead portions. Note any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known surgical intervention has occurred to date no other relevant information is available to date.